Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref- (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with one of surgical lights. As it was stated, a spring arm broke. We have contacted the originator of the complaint multiple times, however we could not establish what device was involved in the event and when the event occurred. We assumed that the issue is most likely related to x-ten device as it is the only device still serviced in us. No information was received that would suggest any person¿s involvement or adverse outcome. Nevertheless, we decided to report this complaint to competent authorities based in abundance of caution. It was established that when the event occurred, the light-head did not meet its specification at the time. The device was not being used for patient treatment. During the investigation it was found that the reported scenario has to date never lead to serious injury or worse. Unfortunately, the originator did not provide any pictures of the light head nor any more information which can give a possibility to investigate the issue further. If we were to assume what caused the break of a spring arm, our assumption would be that the weld has broken. The issue described in our assumption is being addressed with a new field action (msa/2017/002/iu) launched in october 2017.

Event description:
Ref- (B)(4).

Manufacturer narrative:
(B)(4). The issue is investigated by manufacturing site.

Event description:
On 27th october, 2017 maquet sas became aware of an incident with one of surgical lights. As it was stated, spring arm broke. We have contacted originator multiple times, however we cannot establish what device is involved in the event: xten, hlx 2000 or hlx 3000 and when the event occurred. We are investigating this issue and will correct the device name provided in this initial report in case of new information provided by originator. There was no patient involvement and we decided to report this issue in abundance of caution. (B)(4).